Event description:
Additional information was received from a consumer. It was clarified that the previously reported issue, as captured in the initial report, was what was written on a blog post. The reporter had no further information to provide.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding "many" patients that were not identified receiving intrathecal medication(s) via implantable infusion pumps for unknown indication(s) for use. It was reported "there are 'many of us' who have had little to no progress with our pain control and significant issues with the pump itself". Refer to manufacturer report #3004209178-2016-07391 for the known patient involved with the reported event. No further information was provided including identifying information regarding other patients or their devices and medications, the cause of their symptoms/ issues, what diagnostic testing or troubleshooting was performed, what actions/interventions were taken or if the other events had resolved.